Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. No new lv lead was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to placement difficulty and tough patient anatomy. Also, the lead is in the possession of the hospital and will be the one to return the lead.

Manufacturer narrative:
Revision to field b5 describe event or problem, field f10 device codes (1) and field h6 device codes (1). This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead was attempted due to placement difficulty and tough patient anatomy. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. No new lv lead was implanted. No adverse patient effects were reported.